Event description:
It was reported by customer that dr. Was looking at our disposable scalpel and cut his hand. Verbatim: I wasn't aware I should report that at the time. My mistake. During a product demonstration dr was looking at our disposable scalpel and cut his hand. He didn't care, and blamed himself. It was a tiny poke. Dr cut his hand with our disposable scalpel in otp5000k kit. Dr was saying how he liked the new scalpel better than the older one and proceeded to open it in the wrong direction into his hand. A very small poke enough to make him jump.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2301. Patient problem code: (B)(4).

Event description:
It was reported by customer that dr. Was looking at our disposable scalpel and cut his hand verbatim: I wasn't aware I should report that at the time. My mistake. During a product demonstration dr was looking at our disposable scalpel and cut his hand. He didn't care, and blamed himself. It was a tiny poke. Dr cut his hand with our disposable scalpel in otp5000k kit. Dr was saying how he liked the new scalpel better than the older one and proceeded to open it in the wrong direction into his hand. A very small poke enough to make him jump.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001452292 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, the most probable cause of the failure mode was user related. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001452292 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacture narration.

Event description:
It was reported by customer that dr. Was looking at our disposable scalpel and cut his hand. Verbatim: I wasn't aware I should report that at the time. My mistake. During a product demonstration dr was looking at our disposable scalpel and cut his hand. He didn't care, and blamed himself. It was a tiny poke. Dr cut his hand with our disposable scalpel in otp5000k kit. Dr was saying how he liked the new scalpel better than the older one and proceeded to open it in the wrong direction into his hand. A very small poke enough to make him jump.